Event description:
The account observed an increase of error code 1007, unable to process test, activated read failure on the architect i2000. The issue was resolved by changing the reaction vessel lot number. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.